Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose sometime last year, with blood glucose of 21 mg/dl on admission, and as low as 18 mg/dl at time of the incident. The customer was given orange juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting for the low blood glucose was completed. The customer also complained of high blood glucose, bent cannulas, with blood glucose of 400 mg/dl. Troubleshooting into the high blood glucose and possible absence of a no delivery alarm was not completed. The insulin pump will not be returned for analysis.